Event description:
Patient had been refilled in 2005 and hospitalized 2 days later - 50 hours into a 54 hour bridge bolus. "Patient's dose was decreased which interrupted the bolus 4 hours premature, with the bolus not being reprogrammed." Over the next few days, the patient was seen often for dose titration, until the old drug was removed from the pump, catheter, and tubing 5 days later and replaced with new drug of the same ordered concentration. Since the drug change, the patient's condition has improved.